Event description:
Reporter alleged obtaining discrepant blood glucose results of 238 mg/dl on the advantage system compared back to back with a result of 107 or 117 mg/dl on the doctor's meter when testing was performed less than 10 mins apart. Reporter indicated that he was not experiencing any hyperglycemic or hypoglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.